Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. There is one other complaint in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that post implantation of an intraocular lens (iol) the patient experienced halos, crescent light peripherally. Patient happy with near vision. Patient complains of blur ou. Patient had a yag and lasik following the initial iol implantation. Additional information has been requested.